Event description:
It was reported the patient had intense plantar stimulation and it was a painful stimulation. Reprogramming occurred and the patient was hospitalized for the day for 4 hours on (B)(6) 2013. The issue was resolved. The patient status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).